Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It was further reported that the issue occurred on the lower right leg and the product had been in use for four days. Email sent on (B)(4) 2014 to obtain add'l info. Case was evaluated on (B)(4) 2014, no valid investigations were identified. A quality eval was performed on (B)(4) 2014. Complaint sample was not returned. The investigation is inconclusive. A record was opened to investigate this issue and the need for corrective actions. Batch record was reviewed and no non-conformances were identified the product was manufactured to spec. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to FDA on (B)(4) 2014.

Event description:
It was reported "adherence of aquacel extra to the wound beds. Trauma to the healing wound when removing previous dressing".